Event description:
It was noted that the lead continues to exhibit noise. The lead was explanted and replaced.

Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited noise, which was causing automatic mode switching. The patient would be monitored.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 20.2 cm - 21.5 cm from the connector pin, due to friction with another device. The abrasion potentially caused the reported noise problem.